Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2018. Information was subsequently received on (B)(6) 2018 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead impedance exceeded the programmed alert level. The clinic called the patient, but the patient could not be reached and it was learned the patient is deceased. Additional information for the cause of death was requested, but was not received.